Manufacturer narrative:
The facility where the event occurred is not willing to return the stent for evaluation. However, our sales representative in the area was allowed to take photographs of the removed stent, the stent was noted to be in two segments. Additional information was received indicating the two segments in the photograph are the segments removed from the patient during the second procedure using a scope and forceps. The middle section was urinated out of the patient after leaving the hospital. The parents of the patient have since returned the third segment to the facility. The sales presentative also noted that when he viewed the points of separation following removal, he noted the edges to be straight across; no jagged edges. An update on the patient's current status is currently stable. Following the removal of the stent, uti was treated w/abx successfully. The storage conditions of the facility were also viewed and noted to be dimly lit and cook stents stored on the bottom shelf of the cart. As stated in the information for use booklet, "individual variations of interaction between stents and the urinary system are unpredictable." Unable to determine what has caused the stent to separate and we are currently investigating this incident as well as requested additional information. An update will be sent as soon as additional information becomes available.

Event description:
The stent was inserted during laparoscopic pyeloplasty procedure. According to the surgeons report, the insertion was without incident. The patient then presented with episodes of gross hematuria, and the surgeon feels this may be likely because the stent fractured/malfunctioned. The patient presented to dr. Mccracken having passed a piece of a stent. They had the stent with them. It is approx. 2.5cm long. Dr. Mccracken had the patient undergo an x-ray and a portion of the stent was seen to be in the bladder. As well as portion of the stent appeared to be sitting in the renal pelvis and the ureter. Two portions of stent were removed from patient using a short ultrathin ureteroscope. The stents were seen to each have the pigtail portion and a length of stent. The patient is booked for a renogram to detect the absence of any obstruction.